Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2003 - patient was previously diagnosed with stress urinary incontinence and vaginal prolapse. The patient underwent a laparoscopic sacrocolpopexy with implant of a bard dulex mesh and a pubovaginal sling using a non-bard davol device. On (B)(6) 2008 - the patient was diagnosed with stress urinary incontinence and complete prolapse. The patient underwent a two part procedure which included placement of a non-bard davol transobturator sling, cystoscopy, paravaginal repair, sacrospinous ligament suspension with sutures, posterior and enterocele repair. The operative details provided did not mention any involvement or visualization of the bard dulex mesh during this procedure.